Event description:
It was reported that during an unk procedure, there was an error code 5, it was found that the blade broke and fell in the pt's body. It was retrieved. Case was completed with the same like product. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.